Event description:
It was reported that the anatomy of the patient did not produce the proper effective lens position and the patient had significant refractive error. It was stated that the lens was explanted. Additional information was obtained stating that the lens was implanted on (B)(6), 2012.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
(B)(4): device manufacturing records were reviewed with the following results: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the device was manufactured according to specifications. No nonconformance (ncr) was generated.(B)(4): placeholder.